Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a restenosed heavily calcified, moderately tortuous mid left anterior descending coronary artery that is 90% stenosed. The balloon of a 2.25x12mm nc trek neo balloon dilatation catheter, ruptured at 10 atmospheres during the second inflation. A new nc trek neo was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.